Event description:
Healthcare professional reported a right side deflation and "hole in valve". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease fold, white particles inside of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp in the patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening in the patch/shell bond edge side assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "hole in valve". The device has been explanted.